Manufacturer narrative:
The affected device has been received by richard wolf medical instruments corporation (rwmic) and device investigations are in progress. The event is filed under (B)(4) complaint ID: (B)(4). Related report number: (B)(4).

Event description:
It was reported that during a cystoscopy and holep procedure, "it was noted that the long metal laser bridge had become separated from the remainder of the hand piece of the laser working element. It was identified immediately, and the laser metal bridge was able to be removed intact. There was no part of the instrument that was retained. There was a small defect noted in the posterior wall of the bladder that was presumed to be from the tip of the laser bridge that had become detached. The defect was less than 0.5cm which was inspected with a cystogram and repaired." "A 3-way foley was placed with continuous bladder irrigation infusing. The patient tolerated the procedure well without significant blood loss and was transferred to recovery in stable condition. The patient was discharged home with the foley catheter in place and follow-up scheduled with the urology office."